Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed. Device history record (DHR) review was unable to be performed as the item and lot number of the device involved in the event is unknown. Root cause could not be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Device location unknown.

Event description:
It was reported it was reported the hammer pad broke off the g7 curved shell inserter. Attempts have been made and no additional information on the reported event is available.